Manufacturer narrative:
Updated fields: d9 date returned to mfg., h3 device evaluated by mfg., device returned to mfg., h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, and the rubber part on the rear cover packing peeled causing a leak. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): per ch-s400-xz-ea IFU: "warning ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation" pg. 10 olympus will continue to monitor the field performance of this device.

Event description:
It was reported during preparation for use the subject device had an image problem - no image/blurry. Attempts were made to request additional information. No patient harm reported.

Event description:
It was reported during preparation for use the subject device had an image problem - no image/blurry. Attempts were made to request additional information. No patient harm reported.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted once the investigation has been completed and or additional information has been received.